Manufacturer narrative:
Manufacturer's investigation conclusion: the reported cosmetic damage to the driveline¿s silicone sleeve near the exit site was confirmed via a photo provided by the account. Silicone glue was applied to the afflicted area as recue tape would not remain attached to the driveline. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. They also discuss damage due to wear and fatigue of the driveline.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient noted to have slice in silicone coating of the percutaneous lead very close to exit site. Difficulty getting rescue tape to stay on. The patient was currently home with no alarms on his lvad and doing well. Center requested silicone glue to be applied to area of the percutaneous lead with cut in it. The clinical consultant requested silicone glue to place at next clinic visit on (B)(6) 2019. No further information was provided.